Event description:
(User facility rep) "called and stated that he has this rental unit and it stopped on a pt last night. He states that on the note on the vent, it says "stopped on pt, can pressure, but won't start, no harm to pt". He confirmed the complaint. The unit will pressurize for him fine, but the oscillator won't start and the oscillator stop light is lit." "Pt on high frequency oscillating ventilator (hfov) when the ventilator stopped oscillating, the nurse was in the room and immediately started to bag. Pt never desaturated, and was by all accounts fine. The driver assy just stopped on this 3100b oscillator. The oscillator does not have onboard diagnostics or error code logs or even user alarm logs. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working)". "Unit in use on pt." "Piston stopped moving without reason." "Unit did alarm." "Above per resp therapist."

Manufacturer narrative:
The following info concerning the eval of the device is a summary of the info documented by the cardinal hlth svc dept tech. The cardinal hlth svc dept tech evaluated the device and determined that a faulty pwm amplifier and a leaky pr4 pressure regulator were contributing factors in the root cause of the reported event. The cardinal hlth svc dept tech replaced the affected components and ran the device through a complete calibration and checkout to ensure that it meets all factory specs. Upon completion, the device was returned to the rental pool ready to be placed back into rental svc.